Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The shaft, balloon and tip were microscopically examined. There was blood in the inflation lumen and balloon. The balloon was loosely folded. There was a shaft kink at the strain relief and 26.5cm and 52cm from the strain relief. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall over the proximal markerband near the balloon cone transition was revealed. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on device analysis completed on 28-jun-2017. It was reported that balloon leakage occurred. A 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. When the balloon was inflated at 8 atmospheres, a tiny leak on the proximal attachment of the balloon to the catheter was noted. The device was completely removed from the patient and the procedure was completed with another non-bsc balloon catheter. No patient complications or negative effects were reported. However, returned device analysis revealed balloon pinhole.